Manufacturer narrative:
Patient weight: unk. Patient ethnicity: unk. Patient race: unk. Explant date: na. (B)(4). Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -07.50 diopter, into the patients right eye (od) on (B)(6) 2022. The surgeon found a foreign body on the surface of the lens or inside the lens during the surgery. The surgeon tried to remove the foreign body but failed. Since the patient is in normal condition, the surgeon decided to leave the lens implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H6: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).